Event description:
A surgeon reported a pt who presented with "positive" endophthalmitis one week after cataract surgery. The pt was hospitalized and treated with antibiotic injections in the right eye. Add'l info has been requested. This is the fourth report of four medical device reports for this facility.

Manufacturer narrative:
There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore unk at this time. (B)(4).